Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was (B)(6) and seeked medical assistance due to high blood glucose levels of 19.4 mmol/l. The customer's mother reported that the hospital had requested her to change the insulin pump. Troubleshooting was performed. The insulin pump passed the high pressure test and the insulin came out of tubing. It was reported that the customer changes infusion set sets three days and reported no issues with insulin pump or the infusion set. Troubleshooting was not completed during the call. Product is not expected to return.